Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that after one-shot surgery for spinal cord stimulator (scs) using a plate-type lead, the patient complained of numbness in the hand, and reoperation was performed to improve the numbness. The procedure was unknown, but surgery was performed. There was no fault with the scs product, no product malfunction. Contributing factors were unknown. It was unknown if the event resolved.

Manufacturer narrative:
Continuation of d10: product ID 977c190 lot# serial# unknown implanted: (B)(6) 2026 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c190, serial/lot #: unknown, ubd: , UDI#: h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.